Event description:
Ans received a report on 10/2/209, that the pt was implanted with a scs system in 2007. The pt started to feel intermittent over-stimulation. The md observed high impedance on one lead. The pt's lead was revised in 2009. Pt is doing fine. The explanted lead was discarded and will not be returned to ans for evaluation.

Manufacturer narrative:
Add'l lot #: 67287. Add'l exp. Date: 2/28/09. Add'l device manufacture date: 02/07. Evaluation device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.